Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture and the patient experienced near syncope. The lead was capped and not replaced. No further patient complications have been reported as a result of this event.